Event description:
On (B)(6) 2013 the reporter contacted animas to report the one touch ping pump¿s display was blank after battery removal. The pump continued to make auditory and vibratory signals. The patient did not suffer any injury or seek medical attention due to this issue. Troubleshooting revealed there had been no trauma to the pump and it had not been exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.